Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the site showed signs of infection. The customer went to the emergency room because the site was very painful and greenish. There was blood at the site. Customer's blood glucose level was close to 500 mg/dl. She had to urinate a lot, had a dry mouth, and pain in her body. The customer treated her blood glucose level with pens. The customer was hospitalized on (B)(6) 2016 with a blood glucose level close to 400 mg/dl. The customer was hospitalized due to gastric pancreatic and colitis. The customer was getting several urinary tract infections. The customer was wearing the insulin pump at the time of hospitalization. The drive support cap was sticking out. The device was not returned.